Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A physician attempted to implant an everflex entrust stent in the proximal right superficial femoral artery of a patient. The vessel was moderately tortuous, moderately calcified with 80% lesion stenosis. The artery was 6mm and lesion length was 150mm. There were no abnormalities reported in relation to anatomy. No damage noted to packaging (i.e. Shelf carton, hoop/tray). No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU, with no issues identified. It is reported the device or component detached, cracked, fractured or damaged during delivery through the vessel. The device partially deployed in the patient. The detached portion of device remains in patient. There was damage to the deployment mechanisms or device handle prior to deployment issue. The thumbscrew/lock-pin checked for securement prior to procedure. The lock-pin was removed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. No resistance encountered when advancing the device. No excessive force was used. Medical or surgical intervention was needed to prevent a permanent impairment of a function. The event lead to extended patient hospitalization. The patient suffered temporary injury.

Manufacturer narrative:
Product analysis the device was returned with the device dismantled, (photo 4). No functional testing can be carried out. Image analysis :the customer returned three video clips and four still images. Video 1 (image 1) appears to show contrast solution being pumped across the artery. Video 2 (image 2) appears to show contrast being pumped through a deployed stent. Video 3 (image 3) shows a stent being deployed in the body. Image 4 shows a deployed stent with one end of the stent broken off. Image 5 appears to show a stent being deployed in the body. Image 6 shows the deployment wheel of an entrust device separated from the device handle. Image 7 shows the inner lumen of the entrust device coming out through the handle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lock-pin was removed prior to the start of the device deployment. The device is partially implanted, the patient required open surgery to the femoral artery to extract the part of the stent that did not open, surgery is completed with implantation of a new stent. Patient still hospitalized at time of report. No further injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.